Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2026 and suture was used. During the procedure, cutaneous suture of cyst excision and cat oophorectomy of the female cat cyst excision: during skin suture, after 2 or 3 tissue passages and without exerting excessive pressure, the needle got detached from the thread. Oophorectomy: when suturing the abdominal wall, after 2 or 3 tissue passages and without applying excessive pressure, the needle got detached from the thread. This issue occurred on 2 vicryl plus vcp452h during the same oophorectomy, then again on 2 vicryl plus vcp452h during another same oophorectomy. The surgeries were completed by using another device without any incidence on the animals. No adverse patient consequences were reported. Additional information was requested.